Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in an accident and "4 leads came out." The pt was in a great deal of pain and needed surgery to fix the issue. The pt was in fair status. Additional info indicated that the physician decided to replace the leads; no info regarding this procedure has been received. Additional info was requested from the pt's physician.